Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they don't have any insulin and it was not delivering insulin. It was reported that they were able to clear alarm. It was reported that the insulin was cleared and blood glucose was over and forgot to bolus. It was reported that they had multiple pump errors. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 13, pump error 3, or pump error 19 noted during testing. No unexpected insulin not delivered alarm/defect noted during testing.